Manufacturer narrative:
Unit had button error alarm due to corroded keypad trace. Also, unit had crack at the corner of the display window. No moisture damage found on electronic assembly and motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was performed. The device was returned for analysis.